Event description:
During a routine hemodialysis treatment, the operator inadvertently clamped the arterial line prior to stopping the cycler for rinseback. By the time the proper connections were made the system had clotted, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently made incorrect connections when entering rinseback mode. The user's guide provides adequate instructions for ending treatment and performing rinseback. Clotting of the circuit is attributed to the amount of time spent correcting the connections. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.